Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a few jumps in pacing impedance measurements on the right ventricular (rv) channel. These measurements were high and out of range greater than 2000 ohms. Testing was performed in clinic but the high measurements could not be duplicated. Boston scientific technical services (ts) provided troubleshooting recommendations. The physician has elected to continue monitoring the system. The rv lead is a competitor product. This ICD remains in service. No adverse patient effects were reported.